Manufacturer narrative:
The device involved was not returned for evaluation. The part number, serial number were also not provided without the part number, serial number it is not possible to conduct a review of the lot history records. The risk management file was reviewed and no new risks were identified. Rmf 0003 rev 38 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
Information provided states that patient had an m6-c device implanted at c5/6 level on an unknown date. The device was removed and converted to fusion due to osteolysis in the c5/6 discs.